Event description:
During a laparoscopy procedure, the tip did not retract after penetration. Subsequently, the large bowel was perforated. The surgeon converted to an open procedure and manually sutured to correct the condition. The hosp has reported that the pt's status is satisfactory.